Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney has not provided medical records. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2013--patient had a hernia repair performed with implant of a defective ringed bard mesh. Patient began experiencing severe abdominal pain which ultimately required a surgical removal of the defective ringed mesh. The attorney alleges the patient experienced abdominal pain, pain and suffering, bowel injury, disability and explant.